Event description:
The home pt (hp) reported experiencing shoulder pain, as if the hp had been filled with excessive air, while using the homechoice set for apd therapy. Follow up with the hp's healthcare professional (hcp) reveals that the hp suspected the hp may have been filled with excessive air during therapy and reviewed the hp and the hp's family member procedural technique for initiating an apd therapy. Review of the technique revealed the hp did not open the pt line clamp of the homechoice set before priming, resulting in an incomplete prime of the pt line. Hcp relates that there was no pt injury or medical intervention as a result of this incident.